Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. H10 add: due to character restrictions in block e1 event site name - (B)(6) hospital; telephone # (B)(6).

Event description:
It was reported that before use the cardiosave intra-aortic balloon pump (iabp) was found in the test that the compression pump output pressure was low, the valve group was leaking seriously, and the safety disk had reached its service life. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h11. Corrected fields: d4, e1. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse found that the valve group was leaking (k8). The compression pump was noisy and the safety disk had reached the replacement time. After replacing the compression pump, valve group and safety disk and calibrating the pressure, the test was normal. The equipment passed all factory-specified performance and safety index tests. The equipment has been delivered to the customer and can be used clinically.